Manufacturer narrative:
Date of event: estimated date. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All information was investigated and a cause for the reported slda in this complaint could not be determined. The reported mr was likely due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4 with a large posterior flail. One mitraclip was implanted, reducing mr to 2. On approximately (B)(6) 2020, it was noted that a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr increased to 4. On (B)(6) 2020, one mitraclip was implanted reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.